Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was prompting the "battery indicator" symbol. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged issued began on the evening of the same day lfs was contacted. On an unspecified time, after the reported issue started, the patient claimed he developed symptoms of shakiness and "feeling funny." The patient denied taking any action regarding his diabetes management or receiving medical intervention as a result of the issue. At the time of troubleshooting, the cca discovered that the patient had not replaced the subject meter's battery, as recommended in the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of serve hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.